Event description:
It was reported that the pt had a return of symptoms. The pt stated that he was recently admitted to the hospital for one week with withdrawal symptoms as a result of his pump "being dead". The pt stated that the pump needed to be replaced because it was "getting low and it is not operating as accurately as it should which is causing his pain to be sky high and a 9 on a 1-10 scale." The medication being delivered via the device system was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).